Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the canula was kinked but insulin pump received no insulin flow block alarm. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer blood glucose level was 28 mmol/l. Displacement test was passed. High pressure test conform block. The insulin pump will be returned for analysis.